Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure to treat a severely calcified lesion in the iliac artery, the balloon of a advance 35 lp low profile balloon catheter ruptured on the first inflation inside of the patient. The balloon was removed and replaced with another manufacturer's device to complete the procedure. No adverse effects were reported due to the alleged malfunction.

Event description:
No additional information has been received since the last report was sent.

Manufacturer narrative:
Summary of event: as reported, during a procedure to treat a severely calcified lesion in the iliac artery, the balloon of an advance 35 lp low profile balloon catheter ruptured on the first inflation inside of the patient. The balloon was removed and replaced with another manufacturer's device to complete the procedure. No adverse effects were reported due to the alleged malfunction. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), specifications, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU warns, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ the information provided upon review of the complaint file, dmr, DHR, and IFU suggests that there is objective evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that this event was likely caused by the patient¿s anatomy, as the lesion was reportedly severely calcified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.